Event description:
It was reported via a trial that post implantation of 3 xience v stents in the second obtuse marginal, proximal circumflex artery and the proximal first diagonal artery, the patient experienced elevated troponin, which was diagnosed as a periprocedure non st elevation myocardial infarction. The condition resolved on (B)(6) 2008 and the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.